Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's t:slim x2 with control-iq user guide: " do not expose your pump to x-ray screening used for carry-on and checked luggage. Newer full body scanners used in airport security screening are also a form of x-ray and your pump should not be exposed to them. Notify the security agent that your pump cannont be exposed to x-ray machines and rquest an alternate means of screening."

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) was 542 mg/dl. Prior to malfunction the customer went through a metal detector with the pump. Reportedly, assistance was needed to address bg level. A manual insulin injection was administered to address bg level. The customer reverted to manual injections for insulin therapy.